Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department, the malfunction was duplicated and attributed to the system board. The device was returned to the customer. The system board was returned to zoll united states. The malfunction was duplicated and attributed to a faulty solder joint at the filter-inductor on the system board. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately shut off when attempting to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.